Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found the following: the reported event was reproduced; the adhesive on the bending section was damaged; the angulation range of the bending section was insufficient. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the following: defect of the charge coupled device (ccd) unit of the device; defect of the circuit board in the connector of the device; defect of the video processor. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image disappeared when the bending section was angulated during preparation for use. There was no report of patient injury associated with this event.